Event description:
It was reported that a motor device had a "tear in the cord". The reporter stated that the tear was "closest to the end". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment revealed that the hose was damaged. Therefore, the reported condition was confirmed. This was due to mis-handling. If additional information should become available, a supplemental medwatch report will be sent accordingly..